Manufacturer narrative:
Additional information: a1, a3, d4 (serial number, lot, expiration date, UDI), h4. Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. During the functional analysis, the unit was confirmed to be unable to communicate with the clinician programmer. Continued analysis of the pump's internal components confirmed a broken solder on the positive terminal of the pump battery. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and follow-up information. Internal complaint number: (B)(4).

Event description:
Sales representative confirmed that no additional intervention was provided to the patient and that the patient wasn't defibrillated during the implant procedure. Sales representative also stated that there were no issues during the implant procedure, that everything was electrical standard and no new equipment was used. Additionally, the representative confirmed that the brown pad was placed sufficiently far away from the pump.

Manufacturer narrative:
Pending return of device and completion of device analysis in addition to follow-up details. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions in order to report a prometra ii 20 ml pump that cannot be inquired or programmed. Right after the patient was implanted, the representative attempted to program a prime pump and catheter. The programmer prompts them to place it over the pump, but when they do, the programmer "instantly" displays that pump communication failed. Additional attempts yield the same results. Technical solutions advised the representative to attempt to program the patient using a different programmer, but this yields the same results. Technical solutions then advised representative to program an emergency pump stop, but again yields the same response. Representative then requested that the physician to remove the gauze surrounding the pump and attempt again, in which the same response is received. Field clinical engineer contacted the representative to assist with a hard reset, in which at the beginning of the hard reset, the pump serial number and accumulator volume are expected to appear. These values did not appear. The values were manually programmed in for the hard reset, but it was unsuccessful. Pump was later explanted.